Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025 through (B)(6) 2025, the user reported experiencing repeated low blood glucose events during the night. The lowest reported blood glucose was 50 mg/dl, out of range for more than 90 minutes. The ilet device alerted the user of low glucose. The user corrected the low by waking up and eating breakfast. User was advised to reach out to endocrinologist and certified diabetes specialist (cds). No symptoms, external assistance, or medical intervention occurred.